Manufacturer narrative:
(B)(4). Batch # p5601f. Maude report number: 5071361. Device evaluation: the analysis results showed that the tl90 device arrived with tyvek present, no apparent damaged and with an xr30v reload loaded on the device, fully loaded with staples, the reload was received damaged as the rear cap was detached, the weld was sufficient. It should be noted that the reload will only fit and operate properly in the linear stapler for which it has been designed that is the tl90 device will only work with a tr90 reload. For more information please refer to the instructions for use. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When the piece of the reload broke off during the procedure, where in the firing sequence did this event occur? Did the device lock out and could not be fired at all? Or was the trigger advanced with no staples deployed? Were there missing staples from the staple line? If the device deployed staples, what was the appearance of the staples (b-formation, irregular, legs straight)? Please provide further detail of the event.

Event description:
It was reported that during an unknown procedure, a piece of the load from the stapler broke off. The broken piece was retrieved and no injury occurred. It is not known how the procedure was completed. There were no adverse patient consequences reported.